Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material: 309628. Batch#: 3034733. Verbatim: rcc received a complaint via email. Email(s) attached. Adverse event - endophthalmitis patient experienced an adverse event post injection. Item -309628. Lot - 3034733. Additional information provided: there was no reported issue with the device.

Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.